Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Analysis could not confirm the reported clinical observation that the device issued an error message. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
This report is being filed to submit the results of device analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated despite troubleshooting aided by a boston scientific technical services (ts) consultant. The device had previously issued a battery capacity depleted notification. Ts recommended device replacement. It was reported that the device had delivered multiple inappropriate shocks and had issued a code 1005. The device was explanted and returned for analysis.